Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 04/08/2024, the patient was reported being admitted to the intentive care unit (ICU) with diabetic ketoacidosis (dka) due to a cgm inaccuracy. At some point during this event, the patient¿s cgm was reading 79 - 103 mg/dl and the bg meter was reading 533 mg/dl. The patient was using a betabionics ilet insulin pump. No patient symptoms were reported. No treatment/medication details were reported. The patient was currently hospitalized at the time of report. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.